Event description:
It was reported that during implant procedure the pulse generator would not accept the left ventricular lead into the port. The physician elected to use a different pulse generator. The lead connected to the new device without issue. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Final analysis found that the pulse generator connector ports were out of specification which contributed to the inability to insert the left ventricular lead.